Event description:
The following was published in the journal of heart and lung transplantation in an article titled "long term safety and outcomes utilizing the cardiomems device in patients with pulmonary arterial hypertension" by thangavel, s., kanwar, m., benza, r., raina, a. April 2022. "8 patients did require rhc for recalibration of the device."

Manufacturer narrative:
Additional information: g3, h2, h3, h6. No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.